Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported failure to deploy the vessel locator wings was confirmed. The plunger was depressed and the vessel locator wings opened; however, the plunger did not lock in the engaged position. After opening the handle, it was observed that the catch was not displaced and the pusher block spring was compressed. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The starclose se device was used in a calcified vessel. Per the instructions for use: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 7f sheath after an aortic/ bilateral iliac dilatation and covered stent procedure. Reportedly, when pushing the starclose se plunger to deploy the vessel locator wings, unusual resistance was felt. "It was like an 'elastic' resistance." The green sheath was cut, the starclose se device was removed from the exchange sheath, and a guidewire was placed in the artery. Another starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.